Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's neurostimulator (ins) that was implanted for postlaminectomy pain. It was reported that about a month ago, patient's stimulator would not turn on. Then patient tried later and it turned on but he could not increase the voltage beyond a certain point. Rep met patient on the day of the report and checked impedances but got "?" Marks on some pairs and >4000 ohms on some pairs. The bat was 2.52 v but patient has had ins off for over a week. It was reviewed with the caller that these issues may be related to a low ins battery and rep will need to check impedances inter-op when ins is replaced. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient not being able to turn on the device a month ago, ¿???¿ impedance reading, and greater than 4,000 ohm impedance was not determined. The rep reported that the neurostimulator (ins) would be replaced due to normal depletion. No further complications were reported.